Event description:
The pt had a cardiac arrest about 1 1/2 hours into a hemodialysis treatment. The pt was successfully resuscitated and transported to the hospital. The cause of the pt's cardiac arrest is unk. The disposables used during treatment have been retained by the clinic and will not be returned to gambro. The machine was inspected by a gambro technical service rep who found it to be functioning correctly and within MFR specs. The machine was returned to service clinical use.

Manufacturer narrative:
The bicart involved in this incident was retained by the facility and will not be released to gambro for investigation. Since the lot number is unk, we will identify the lot numbers recently sold to the customer. The complaint and production history of these lot numbers will be analyzed. The medical staff does not believe that any gambro device caused or contributed to the event.